Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device fault was a single occurrence and could not be reproduced during in-house testing. There was no fault found with the returned device. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed an alarm indicating the battery communication was lost. The device then performed a safety reset and performed as designed. There was no patient injury reported as a result of this incident.